Event description:
Report 5 of 7: it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No adverse event reported. The following information was provided by the initial reporter: "fx 442021 molecular fp c tropicalis sequence numbers: (B)(4)".

Manufacturer narrative:
(B)(4).